Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, oversensing due to noise which resulted in inappropriate automatic mode switching was noted on the right atrial (ra) lead. Fluoroscopic imaging was conducted but it was unremarkable. It was suspected that the cause of the event was due to microscopic lead insulation damage. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.